Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for a pump reset and assisted the caller through the process. After the reset, the cgm error did not reappear. The technical support advised the caller to wait 20 minutes before starting their sensor session, and the caller understood and acknowledged this guidance.